Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. The consumer sought medical attention for redness and swelling at the piercing site 3 days later. At this time, an incision and drainage was performed and oral antibiotics were prescribed. Returned for treatment 2 days later when another incision and drainage was performed, i.v. Antibiotics were administered and oral antibiotics were continued.